Manufacturer narrative:
This is one of two products involved with the reported event. The associated manufacturer report number is 3003742446-2010-00032. The sterile lot numbers for the devices is unk therefore, a device history report review could not be conducted. Thrombotic events are a known potential adverse event associated with implanting coronary artery stents. With the very limited information provided it is not possible to determine what factors may have contributed to the reported event.

Event description:
The pt had two cypher stents (lot & catalog numbers unk) implanted in the left anterior descending artery. Approximately five years later, the pt is reported to have very late stent thrombosis. No further information is available.